Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of a penditure device, it was reported that the surgeon closed the left atrial appendage with our 50 mm penditure clip, removed the patient from the bypass, and closed the incision. Postoperatively, the patient was routinely placed in the intensive care unit for monitoring. The patient developed bleeding after approximately 30 minutes. It was then decided to reopen the patient again and reconnect the heart-lung machine to searching for the bleeding source. After opening, it was discovered that the laa clip had cut into the tissue of the heart. The surgeon decided to explant the clip and close the laa and the bleeding source with sutures. There was no reported patient impact associated with this event. The penditure clip was implanted (B)(6) 2026 and explanted (B)(6) 2026. Medtronic received additional information that the concomitant procedure was an aortic valve replacement, tricuspid valve reconstruction, CABG (coronary artery bypass grafting), laa closure. The device was not deployed on a beating heart. The implant technique was via median sternotomy and there was nothing unusual about the appendage. Medtronic received additional information that the fatty tissue around left ventricle was impacted by the back of the clip (part with the recapture holes). The clip was more/or less in the same position during removal as it was when it was deployed. The clip was placed from an inferior approach.